Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Customer reported ground pad was not recognized. Replacing the pad did not resolve the issue, so the procedure was continued using the forcetriad generator. Fse visited the site and changed the setting from single pad to dual pad. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to the setting of the ground pad.

Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the ground pad was not being recognized and replace the ground pad however the issue persisted. The procedure will be continued with force triad generator. The procedure was completed with no reported injury.